Event description:
Health professional reported right side "severe capsule in capsule and rotation." This report is for the right side device; no adverse events reported for the left side device.

Manufacturer narrative:
Medwatch sent on: (B)(4) 2013. Device labeling for (B)(4) study: (revision augmentation patients) malposition 6.1%. Device labeling also notes: "the surgeon should observe current and accepted techniques to minimize the risk of adverse, and potentially disfiguring, reactions, bearing in mind the importance of pocket dissection in minimizing implant rotation for the shaped truform 3 (410) implant."